Event description:
It was reported pt was unable to adjust stimulation. It was noted that high impedance resulted in the system replacement. The status lights were assessed and only the 9 volt battery lit up. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4)